Event description:
The account alleges that during an interventional peripheral vascular procedure when attempting to re-cannulate the ostium of the targeted vessel, the guidewire's black outer jacket detached within the patient. The physician successfully externalized the foreign body via medical intervention. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.